Event description:
An email from customer reported "during chemo infusion, IV set broke in half causing chemo exposure and potential line infection. There was no report of pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the eval is pending. A f/u report will be submitted once the failure investigation has been completed.